Event description:
Siemens received notification on 04/08/2011 via e-mail from the acting radiation therapy service manager of the radiation therapy department, with the following request and particulars: "can you investigate the problem outlined below as an urgent priority? A treatment field is opened in lantis for assessment or amendment. It is then re-approved but not closed. Further changes are then made to the field and it is then closed. The field remains approved with the further changes. Therefore there is a serious risk of making amendments to a field and not being aware of it." The summary of potential complaint entry indicated "yes" to "potential complaint relative to safety" and "unknown" to both "was the device being used to treat or diagnose pt during event?" And "was anyone injured (even slightly)?" The matter was referred to the third-party software provider for eval. It was determined the system worked as specified and this assessment was provided to the complainant site during a regular service meeting. A new complaint file was opened when the site clarified on 11/25/2011 "that there was an actual incident where a pt was treated with the wrong field size possible due to the issue outlined in the original complaint." The site furnished an incident report which indicated "diagnosis ca prostate; prescription and fractionation 37# 74gy; date and time (B)(6) 2011 3.30 pm; no. Fields involved 1; no. Fractions involved 11; radical treatment; error type: dose/tumour site" and contained additional details about the site's internal assessment. The report received on (B)(4) 2011 indicated a pt was injured, with extent of injuries "possible radiation damage". Incident reported to irish medicine board.

Manufacturer narrative:
The site has not returned particular details about the pt reported to have been involved. The manufacturer's preliminary investigation based on a review of the site's system log files and clarifications from the site personnel, indicate the system performed as specified and the incident is likely attributable to user error; however, additional manufacturer review and investigation is underway. We became aware of this recent info on (B)(4) 2011.